Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown exeter stem was reported. The event was not confirmed. Method & results: -product evaluation and results: no conclusive decision can be made from the provided photo. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: "the x-ray shows an apparent revision tha with supporting mesh on the femoral and acetabular sides. There is considerable bone loss of the proximal femur. No documentation was provided regarding infection or the details of the surgery. Revision tha surgery is confirmed. The root cause of this surgery cannot be established from the information provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: v40 fem head orthinox 28+4; cat# 6364-2-228 ; lot# g8808790 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following was reported: "stage 1 revision of exeter stem and head due to infection, competitor cup and liner. Exeter stem currently unknown. Implanted in 1997?"